Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV, rupture, and exchange from textured to smooth implant due to patient's concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ brown particle observed on the device. ¿ red particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV, rupture, and exchange from textured to smooth implant due to patient's concern with the product. Device has been explanted and replaced.